Event description:
It was reported that during a laparoscopic assisted nephroureterectomy procedure, an attempt was made to clip the renal artery. On the first firing, the clip did not form to seal the artery. The surgeon then applied 2 more clips and the legs of clips would not form to clamp the artery. The procedure was completed with a new device with no further issues. The resource nurse fired the problematic device at the end case, it fired and formed clips as intended. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2012. Information anticipated, but unavailable at this time. Additional information: on which firing of the device did the problem occur (1st, 2nd, etc)? 1st. What vessel or structure was the device fired on at the time of the event? Renal artery. Was the clip fully advanced into the jaws prior to firing? (If applicable for the reported device) unk 1. Was there any torquing or twisting of the device at the time of firing? No 1. Was any unexpected resistance felt when pressing the firing the trigger? No 1. Were any unexpected noises heard? No 1. Did anything unexpected happen prior to this incident? No 10. Did any clips fall into the patient? Yes 1 if yes, were they retrieved? Yes, 1. Was the device fired after this incident, in or out of the patient? Yes, 1. What were the patient indications for surgery? - 1 unk. What was found during surgery? - 1 unk. Does the patient have any relevant history of surgical treatments? 1 unk. Did someone other than the primary surgeon fire the device? Yes 1 if so, whom? The assisting surgeon and the resource nurse after the procedure to see if the device was defective.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.